Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure foreign material was present in the catheter. During preparation of a 7x79x120 epic vascular stent delivery system (sds), the sds was flushed and a white string came out of the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure foreign material was present in the catheter. During preparation of a 7x79x120 epic vascular stent delivery system (sds), the sds was flushed and a white string came out of the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed no damage. A white string with traces of blood was returned clamped inside a hemostat. The string measured 2" long and .018" in outer diameter. The white string is consistent with the reported event. (B)(4) analysis revealed the white string as polyethylene terephthalate which is a common clothing gowning material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).